Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 4.1 was not detected on the bus. A field service engineer (fse) while reviewing data, noticed that a drawer issue had developed during the installation of windows updates. The customer was instructed to perform a power dissipation reboot at the device, following the attached knowledge article (power dissipation reboot (when a regular reboot does not work) with the fse assistance. The storage space failure observed on main 4.1 was resolved after the reboot. The customer successfully inventoried multiple items in the application. The system functioned as intended after the field service engineer troubleshot the device. E.1. Initial reporter facility name: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 4.1 was not detected on bus. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.